Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problems were observed and verified due to user mishanlding. The front panel was found with internal damages. A system interconnection flex cable became lifted from the connector of the control board. The front panel and control board were replaced. The device was recertifed and returned to the customer. Analysis for reports of this type has not identified an increase in trend.